Event description:
Same patient as MFR report #:2134265-2011-05617. (B)(6) study. It was reported that during a stenting treatment procedure, a slight filling defect was observed near the middle of the stent. The patient presented due to stable angina. The 60% stenosed and 20mm long target lesion was located in the mid left anterior descending artery with a reference vessel diameter of 4.0mm. The lesion was treated with pre-dilation and placement of a 3.50x28mm ion stent resulting in 0% residual stenosis. The struts of the stent appeared to be well apposed, but there was a slight filling defect observed in the mid-section of the stent. A 4x0.8mm quantum maverick balloon was used to post-dilate the indented area of the stent. The patient was discharged one day post procedure on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product.(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed.(B)(4)